Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. It was reported that the package was open on the side with the suture through the seal. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon visual inspection, the sealed area at one foil side was missing and the side margin of the foil was unsealed.